Event description:
The customer reported the source gets connected, but when it is removed, the socket comes attached.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module wire was ruptured and the module did not charge the battery. The ac power module was replaced to resolve the issue. This is a failure of the ac power module where the connector pulled out, wire broke and did not charge the battery.